Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that intermittent oversensed noise was observed. A potential myopotentials oversensing was noted. Programming change was suggested but physician elected to explant and replaced the lead.